Event description:
Piece of insertion device broke off in patient's bone and was left in place. Instrument was part of a tray brought in by company. The treads on the coupling device, which is usually not implanted, broke off.